Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that epicardial left ventricular lead had high impedance. The lead was programmed off and later capped and replaced with a transvenous lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.